Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly. A new ra lead of a different model was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly. A new ra lead of a different model was successfully implanted. No additional adverse patient effects were reported. Additional information received which indicates that this ra lead exhibited high threshold measurements with no capture at maximum output due to lead fracture. This ra lead was returned for analysis.